Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 was not opened. A field service engineer diagnosed the issue as a displaced bearing cage. The field service engineer removed and replaced the affected slide rail and also replaced the slide bumper on the opposing rail. All remaining drawers were tested for issues, with no additional problems noted. The field service engineer verified drawer operation using hardware test applications, with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.